Event description:
The pt's spouse found the pt lying on bathroom floor with her right hip against the shower. The shower bench was found overturned with a bent rear leg. The spouse believes pt may have reached outside the shower to grab a bath towel located on the seat of her wheelchair. The pt suffered a bruised hip and forehead. She saw her regular physician who ordered x-rays but no medical intervention was necessary. It is not known how or if this device contributed to the fall. We have attempted to retrieve unit for eval, but it is not available at the time of this filing.